Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had breakage of steel wire number 7. There were no patient symptoms and injuries related to this event.